Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. In addition, noise was oversensed which resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed reprogramming the device to only pace/sense in the ventricular. This ra lead remains in service. No adverse patient effects were reported.